Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specifications.

Event description:
It was reported that high capture threshold and decreased in-range pacing lead impedance were observed. It was suspected that the lead perforated the myocardium causing a pericardial hemorrhage. Perforation was confirmed via echocardiogram. The lead was explanted and replaced.